Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the saphenous vein graft to circumflex artery. A 2.8x26mm rx graftmaster covered stent failed to cross the lesion due to the anatomy. A same size rx graftmaster was successfully used to seal the perforation. There were no reported adverse patient sequelae. No additional information was provided.